Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.

Event description:
It was reported that during a device upgrade procedure, lead displacement was noted from fluoroscopy image. The physician was not able to retract the helix. The lead was explanted and replaced.